Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received an alarm which indicated that unexpected restart. A cold reset was performed. Customer was able to clear the alarm and able to rewind insulin pump. Customer experienced this alarm came multiple time after changing battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.